Event description:
It was reported that the usb port on a customer's pump melted while the pump was charging. There was no adverse impact to the customer's blood glucose level. The customer coordinated with technical support to receive a replacement pump and tandem charging supplies, along with guidance on programming the new pump and connecting their cgm. The customer agreed to return the defective pump using a prepaid label to avoid additional charges and confirmed they would use multiple daily injections (mdi) for insulin delivery until the replacement pump arrived.